Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) depleted prematurely. The patient said he had no MRI tests and no low current stimulation therapy. A surgical procedure was performed and this ICD was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This ICD has been returned to boston scientific and is undergoing analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to interrogate the device were unsuccessful. Additionally, no tones were elicited when a magnet was applied. The device case was opened in order to inspect the internal components. The battery cell was noted to be swollen and measured only 0.01 volts. The battery cell was replaced with an external power source and further detailed testing was undertaken to determine the cause of the premature battery depletion. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. It is important to note that this component is not used in our newer generation devices and is no longer part of our inventory. This component has not been received at boston scientific since 2010.